Manufacturer narrative:
The failure investigation has been completed and the alleged issue was verified in the pump logs; however, no failure was identified. Additionally, a different issue was identified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that multiple cartridge change error messages occurred with multiple cartridges during the loading process. There was no reported impact to the customer's blood glucose level. Although requested by tandem technical support, the customer declined further follow-up to ensure backup therapy was obtained.